Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
It was reported that the system would not fluoro. This could cause the system to become unusable due to the inability to produce a live fluoroscopic image. There is no report of injury or death associated with this event.